Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's mother that the customer was hospitalized on (B)(6) 2014 due to stroke and high blood glucose levels. Blood glucose level at the time of hospitalization was in the 600 mg/dl range. It was also reported that the customer was vomiting and dehydrated. The medical staff found the customer had bleeding in the her stomach and patient was also incoherent. Customer was treated intravenously. The pump was removed by the mother before the customer was transported to the hospital via ambulance. Insulin pump was set to suspend until ready to use again by the customer. No additional information was provided.